Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. However, there was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that there was blood/body fluid on all conductors (not obstructed), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. (B)(4) no anomalies found. (B)(4) full lead. (B)(4) outer insulation breached. Cut (B)(4) full lead.

Event description:
It was reported that during implant attempt, the physician noticed a blood stain potentially within the lead insulation. The lead was not used. During implant attempt of the replacement lead, the physician had difficulty placing the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.